Manufacturer narrative:
(B)(4). D4: batch # x95y3m. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Sigmoid neoplasms. What color cartridge was used to create the anastomosis? Unknown. Was there any difficulty with the device during the surgical procedure? No. Was the site of the bleed identified and where was it in relation to the staple line? Unknown. Why does the surgeon believe the post-op bleed is an alleged deficiency with the device? Please explain. Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy that there was a large amount of fresh blood flowed out of the anus on the second day after surgery, and anastomotic bleeding was considered. Hb decreased from 144g to 113g. On the afternoon , colonoscopy was performed at the endoscopy center, and electrocoagulation was performed to stop bleeding at the anastomotic site. The condition remained stable afterwards, but there was still occasional dark red feces flowing out of the anus . On (B)(6) 2023 the hb was 107g.